Event description:
It was reported that surgical intervention was undertaken at unknown date for unknown reason wherein the ipg was explanted.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.